Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The field reported at device change-out, an alert was displayed for possible high voltage lead issue. Defib therapy was delivered prior to the alert message. Low impedance was found at time of delivery. Lead anomaly suspected. Lead was capped and replaced.